Manufacturer narrative:
The issue noted is pending service representative input. Added information will be updated when available. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction.

Event description:
The ge oec 9800 fluoroscopy system reportedly had no image displayed on the left (live) monitor.